Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/23/2017. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 12x magnification showed that the lens was cut in the center most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Exact date of onset of symptoms is unknown/not provided. If explanted, give date: unknown, information not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 21.0 diopter intraocular lens (iol) was implanted into the operative eye on (B)(6) 2017. It was later explanted because the patient complained of poor visual acuity. The lens was replaced with the same model, but a higher diopter (24.5). There was no incision enlargement and no patient consequences. No additional information was provided.